Manufacturer narrative:
The customer biomedical engineer troubleshot the reported issue with ge healthcare technical support. Errors were identified in the logs. It was recommended that if the error is a one-time occurrence he can perform a functional test and return unit to service. If the error repeats then replace the consolidated ventilator interface board (cvib). No further information is available regarding the resolution of the reported issue. No report of patient involvement. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported a ventilation failure error preventing mechanical ventilation. There was no report of patient involvement.